Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the us. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011 f/u, the physician observed that the daily mean heart rate curve showed inconsistent info (atrial rate of 0min-1 and ventricular rate of -103min-1) between (B)(6) 2010. The physician wants an explanation of the observed behavior.